Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated and the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of procedure. It was reported that the site was having issues loading their exams on their navigation system. Technical services asked about where the cd's were coming from as well as if they had any compressed information. Technical services also asked if they were following imaging protocols as they were only receiving certain slices and chopped models. No patient was present. Medtronic received information that the reported issue was suspected to have been caused by a use error or the disc being used.